Event description:
A complaint was received which indicated that the perfusion kit assembly had improperly placed arterial vs venous color coded tape. There were no reported adverse effect on the pt.

Manufacturer narrative:
An investigation of the event reveals that the color coded tape was in fact misapplied. In discussion with the hosp, we have determined that the perfusionist identified the issue based upon interpreting the rpm vs 1pm flow data on the rotaflow console, and corrected the issue by adjusting the lines. In response to this event, datascope reviewed our processes, data and systems to assess the scope of this issue. The kit in question is a custom perfusion kit, which was part of a sterile lot of 50 kits. The hosp and previously used 45 kits from this lot, with no issue. This kit was the 46th kit from the lot. Subsequent to this event, the hosp perfusionist indicated that they would assess the final 4 kits to assure there is no similar issue, as they did not wish to return the remaining kits and thus be at a zero inventory level. To date the hosp has used two or more kits, with no recurrence of this issue. Based on our review we consider this error to be an isolated event. We further corroborated this conclusion with a review of the following: datascope's complaint database confirmed this is the only event of this nature received for perfusion kits to date. We conducted an inspection of all kits currently in our mfg process, and have confirmed that all product is properly assembled and labeled. No non-conformances were identified. In conjunction with this event, datascope has reviewed our assembly and inspection process and undertaken the following corrective and preventive measures: all assemblers of perfusion kits/assemblies have been retrained in the build and processing sequences and controls, including inspection responsibilities. A 100% inspection/verification step for perfusion kits, performed by independent personnel, has been added to the assembly process. This assures independent verification prior to final assembly and release. This 100% inspection/verification step is in lieu of statistical sampling. Datascope believes we have confirmed this event as an isolated occurrence, and that we have instituted the necessary corrective measures to avoid recurrence. Datascope will maintain vigilance via our customer feedback mechanisms.